Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. There was no adverse impact to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.